Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s stimulation is turning on by itself. Surgical intervention may be pending to address the issue. Please see additional reports submitted for the same device (reference MFR. Report#: 1627487-2018-07997 and 1627487-2018-08002).